Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient claims they go into a-fib when scs device turned on. Pain was reported. Issue is ongoing, device remains implanted. Additional information was received from the rep that the cause of the a-fib and pain was unknown, no troubleshooting actions were taken, and it was unknown if the symptoms had resolved. Rep reports confirming this information with the physician. Additional information was received from the rep. Rep reports the cause was not determined, no troubleshooting actions were taken, and the symptoms were not resolved. Rep reports confirming this information with the physician. Additional information was received from a manufacturer's representative. They stated that the patient claimed the device sends them into a-fib after or during charging. The surgeon is planning on having them admitted to the hospital with cardiologist monitoring to where the cardiologist will give them approval to turn on the implantable neurostimulator to see if symptoms can be mimicked.